Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
It was reported that the ventilators touchscreen was not responding to touch. There was no patient involvement. The customer troubleshot with technical support and was able to get a the touchscreen to respond, but had to touch way to the edge of the screen to get into system settings. The customer was advised to replace the touchscreen or central processing unit.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. The customer reported that replacing the touchscreen addressed the reported issue and the ventilator was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.